Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge. Tandem technical support educated the customer regarding the loading process. Customer continued to use the same cartridge. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.